Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the manufacturer on 8/11/2016. Evaluation is currently underway. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death.

Event description:
A distributor contacted zoll to report that a patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was unconscious and with his nurse at the time of the event. Prior to the patient's passing, the patient received an inappropriate treatment. The treatment was delivered at 20:45:57 on (B)(6) 2016. The patient's rhythm at the time of the treatment was asystole with intermittent cardiac activity. The post-shock rhythm was asystole with CPR artifact. The response buttons were not pressed during the treatment event. While monitoring the patient, no vt or vf was detected. There is no evidence that the inappropriate treatment caused or contributed to the patient's death as the patient was in a non-treatable, non-life-sustaining rhythm prior to the treatment.

Manufacturer narrative:
Follow up report - additional information (09/07/2016): monitor sn (B)(4) was returned to zoll manufacturing corporation for evaluation. During the evaluation, the monitor failed incoming testing. Upon investigation, the r781 driven ground resistor was open. The root cause of the open resistor was unable to be positively identified, but is consistent with damage caused by a non-lifevest external defibrillation. There is no indication that the damaged resistor caused or contributed to the patient passing as the device still able to acquire an ECG and deliver a treatment pulse in the field. Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the manufacturer on 8/11/2016. Evaluation is currently underway. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death.

Event description:
A distributor contacted zoll to report that a patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was unconscious and with his nurse at the time of the event. Prior to the patient's passing, the patient received an inappropriate treatment. The treatment was delivered at 20:45:57 on (B)(6) 2016. The patient's rhythm at the time of the treatment was asystole with intermittent cardiac activity. The post-shock rhythm was asystole with CPR artifact. The response buttons were not pressed during the treatment event. While monitoring the patient, no vt or vf was detected. There is no evidence that the inappropriate treatment caused or contributed to the patient's death as the patient was in a non-treatable, non-life-sustaining rhythm prior to the treatment.